Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a protonix 80mg in 250ml continuous infusion intended to run at 25ml/hr, however it completed in 2 hours instead of 10. The programming was correct, and the volume infused was 284ml. The customer stated they will be doing their own internal evaluation of the event logs to determine what did occur.